Event description:
It was reported to boston scientific corporation that a jagwire was used during a drainage for bile duct procedure performed on (B)(6) 2009 ((B)(6) male patient; weight is unknown). According to the complainant, during the procedure, an endoscopic nasobiliary drainage (enbd) tube was advanced over the guidewire to the target lesion. After tube placement, an attempt was made to withdraw the guidewire, but was unsuccessful. Both the guidewire and the enbd tube were removed from the patient and the wire was removed from the enbd tube. Upon removal, the site indicated that the flexible tip of the jagwire was peeled up. The procedure was completed with a different manufacturer's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).